Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient is taking miralax/senekot, eating prunes, ate a box of chocolate-covered raisins, and ate cereal with fiber to help with their constipation. It was getting better after five days. They also report being sore from the procedure. A day later, patient reports being "out of it" after the procedure. They also think their symptoms are the same so stimulation was increased and then questioned if the device was working because they couldn't feel anything. Stimulation was increased further to 12.5v where they encountered the, "setting cannot be increased any higher" error message. Patient was switched from program 1 to program 2 where they felt stimulation in their buttocks. The issue was not resolved at the time of the report. On (B)(6) 2017, their lead was explanted because it was infected, red, and warm to the touch. The patient was placed on antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.